Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported that the troubleshooting performed to resolve the lack of effect was adjusting the program. The patient was assaulted and hit on (B)(6) 2013 and also had many falls that were possibly the cause of the lack of effect. The diagnosis both pre and post-operative during the explant was lower back pain. It was described as pressure/stabbing pain. The battery and lead with all prongs were removed entirely and were all intact. The patient had an inability to control their stool and their was a loss of stool. The patient was most bothered by fecal incontinence. They had to have their underwear changed at least 3 times a day. There was a foul odor that smelt like yeast. The patient underwent an MRI about two weeks prior to (B)(6) 2014. The MRI was not completed as the patient could not tolerate it. Subsequently, the patient started getting pain at the site of the battery. Then, a few days later he had a fall and leaks on his back and the pain became worse. The pain was at about a 20 on (B)(6) 2014. However, he was sitting quite comfortably. The battery was switched off and the patient was having episode of incontinence. The stool frequency was 3-4 bowel movements a day and had back pain and abdominal pain during a bowel movement. They also had rectal bleeding in the toilet bowl. The site was not inflamed. There was a possible hematoma at the site of the fall. The patient had been asked to use topical cream and ibuprofen for pain relief, along with ice or heat application. The patient had diarrhea and incontinence. The patient also reported that it hurt and it was hard to sit. On (B)(6) 2014, the patient was having extreme pain. And on (B)(6) 2014, the patient fell. About a year later on (B)(6) 2015, the patient had stool incontinence. The patient had been doing well with the device but by (B)(6) 2015 they were incontinent again. The patient saw the hcp on (B)(6) 2015 and was told to see another hcp. On (B)(6) 2015 the patient complained on fecal incontinence and burning in the anal area. The symptoms had increased in severity for the past weeks. There was rectal bleeding on the paper tissue when wiping. There was irritation in the perianal area and loose stools. The fecal incontinence severity index was 61 on a scale of 0-61, with the higher score indicating increased incontinence. There bowels were moving 3 or more times per week. The patient was negative for c. Difficile and there were no parasi tes seen. Relevant medical history includes cerebral palsy, brain lipoma, and cervical dystonia.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va06p0g, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the device was explanted on the day of the report. The reason for explant was because the device was implanted too high and was causing a discomfort to the patient. The patient had back pain from this and was now having back issues. The healthcare providers (hcp) kept saying there was nothing wrong. It was also noted that the device never helped with controlling symptoms, since it was implanted. The back pain and discomfort started in 2014. It was noted that the patient's relevant medical history includes gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.